Event description:
Additional information received from the health care provider reported that the cause of the event was unknown. All of the impedance measurements were within normal limits. It was stated that the patient does not adjust the stimulation herself. The patient was reprogrammed to 4.9v on (B)(6) 2012. There were no further complaints and no patient hospitalization. No further information was provided.

Event description:
It was reported the patient had general pain and soreness around the implantable neurostimulator (ins). The patient was leaking "all the time" and was taking her "pill." The patient was going to the physician every month for reprogrammings. It was stated that some days were good, and some were not as far as therapy effect. The patient noticed a 50% or greater improvement in bladder control since implant was not satisfied with the results. The patient had a urinary tract infection. The patient had a follow-up appointment scheduled approximately 2 weeks after the report. Additional information received reported the patient had pain on their right side, and increased stimulation hurt the patient's vagina. It was reported the patient had a "nerve block" and "two injections" that were done on the right side where she had the implant. It was unclear if these occurred prior to implant. The patient continued to seek help. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va019dh, implanted: 2012 (B)(6), product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; (B)(4).